Event description:
The lay user/patient contacted lifescan in 2008, and alleged that her onetouch ultra meter was reading inaccurate control high. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on the day of event at 10:15 am. She had reportedly obtained results of 131, 132, and 130 mg/dl on the subject meter with the control solution range of 97-130 mg/dl. As a result of the reported issue, the pt claimed she took an increased dose of her diabetes medication (usually takes novolog 15 to 16 units, but took 17 units). It is unclear as to what her blood glucose results were and which results she based, when taking an increased dose of insulin. She also mentioned that she felt low after the reported issue began (specific symptoms not provided). She reportedly did not receive/require any medical treatment or intervention and was not tested any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that the meter was coded correctly to match the code on the test strip vial. The pt was walked through a control solution test and the result was within range. The pt's treatment is not to be based on control results. There is no allegation of inaccuracy of the blood glucose results, however, this complaint is being reported because the pt stated that she took an increased dose of insulin after she obtained the failed control solution tests and then allegedly developed symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.